Event description:
Vns patient developed emesis with stimulation. Pt's generator was explanted after being programmed to off for approximately four months. Treating neurologist, was probably related to the vns therapy. A detailed evaluation reportedly showed no other causes for the vomiting. Investigation to date has been unable to determine the cause of the reported event.